Event description:
The peritoneal dialysis (pd) patient's rn called tech support requesting a replacement cycler due to drain issues the pt was experiencing. As an example, she stated that on (B)(6) 2013 the pt experienced shortness of breath, stopped his treatment, and manually drained 4900 ml in drain 3. Treatment data provided below: drain 0: 3562 ml; fill 1: 2496 ml, drail 1: 2016 ml; fill 2: 2506 ml, drain 2: 2021 ml, fill 3: 2496 ml, manual drain 3 - 4900 ml. The pd rn confirms that there was no medical intervention during or following this event. The pt continues with the ccpd program in stable condition. The reported large drain 3 volume exceeds the 180% drain criteria (drain volume/prescribed fill volume > 180% - 4900 ml/2500 ml = 195%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred manually following fill 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned for evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported iipv event and the cause of the large drain could not be identified. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.